Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of abdominal pain lower ("pain / constant pain, worse in my lower left abdomen") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos. Past adverse reactions to the above products included pregnancy with oral contraceptive nos. Concurrent conditions included latex allergy. In (B)(6) 2014, the patient had essure inserted. On the day after the procedure, the patient experienced urinary tract infection ("uti the day after the procedure that lasted few days."). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("the first period I had after the procedure was 4 days early and lasted 6 days"), dysmenorrhoea ("more painful periods"), abdominal discomfort ("an on and off fluttering/vibrating sensation in lower right abdomen"), the second episode of menorrhagia ("longer periods with heavy clotting and tissue loss"), polymenorrhoea ("the first period I had after the procedure was 4 days early and lasted 6 days"), metrorrhagia ("bleeding at ovulation"), dyspareunia ("pain after sex"), coital bleeding ("bleeding after sex"), fatigue ("constantly tired"), dysgeusia ("occasional metallic taste in my mouth"), hypoaesthesia ("numbness in left leg and foot"), paraesthesia ("tingling in left leg and foot"), weight increased ("weight gain"), vulvovaginal pruritus ("itching around vagina"), vulvovaginal swelling ("swelling around vagina"), investigation noncompliance ("she refused to have the hsg"), osteoarthritis ("osteoarthritis") with arthropathy and malaise ("ill"). The patient was treated with surgery (bilateral salpingectomy (removed tubes and coil) in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, urinary tract infection, dysmenorrhoea, abdominal discomfort, the last episode of menorrhagia, polymenorrhoea, metrorrhagia, dyspareunia, coital bleeding, fatigue, dysgeusia, weight increased, vulvovaginal pruritus, vulvovaginal swelling and malaise had resolved, the hypoaesthesia, paraesthesia and osteoarthritis had not resolved and the investigation noncompliance outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, coital bleeding, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hypoaesthesia, investigation noncompliance, malaise, metrorrhagia, osteoarthritis, paraesthesia, polymenorrhoea, urinary tract infection, vulvovaginal pruritus, vulvovaginal swelling, weight increased, the first episode of menorrhagia and the second episode of menorrhagia with essure. The reporter commented: she had salpingectomy in (B)(6) 2015 and felt better almost immediately. The majority of her symptoms were completely gone. The only problem she still have is the numbness and tingling in her left leg and foot. She has since been diagnosed with osteoarthritis. This report was retrieved from laypress article. Other cases related to the initial source document: (B)(4). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 26-jun-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.